Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was still experiencing shocks. Examination of the controller revealed two small spots where paint was missing. The controller was placed into a slightly modified cover. If shocks persisted with the cover, a controller exchange would be performed. It was noted that the patient was quite active and it would be difficult to prevent paint scrapes unless better means of protecting the controller was found. It was later reported that the patient did not have any further issues despite making attempts to replicate activities that had caused shocks previously. The patient preferred not to have the controller exchanged and would continue monitoring the situation.

Manufacturer narrative:
Previous shocks captured under MFR. Report # 2916596-2022-14703. Manufacturer's investigation conclusion: the reported event of user shock was not confirmed. The submitted log file contained approximately 5 days of data (03dec2022 ¿ 08dec2022 per the timestamp). The log file data did not indicate any issues with the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Although not conclusively determined, the bare metal housing on the controller being slightly exposed may have contributed to the reported event. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2022. The heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, and heartmate 3 instructions for use (rev. C) section 6, entitled ¿patient care and management¿, state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) section 3, entitled ¿powering the system¿, explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. The heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.